Event description:
See initial report.

Manufacturer narrative:
The analysis of the complaint database revealed that no other issues related to this unit have been reported since its installation in the field (2019). The two identified can interruption can be caused by a faulty connection between the mast pump control panel and the s5 e/p-pack and/or by a fault in another s5 sensor module or pump.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. The pump serial read-out revealed a time-out error of the dc/dc module and the part was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump stopped during procedure and yellow warning triangles appeared on the screen. The issue did not improve despite device restarting. The user hand-cranked the pump. A second attempt to restart the complete s5 system was done and the alarm disappeared. There was no report of patient injury.